Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
.

Event description:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the remote monitor displayed an error message. In addition, the monitor was hot and a wooden board under the monitor became deformed. It was advised that the monitor be replaced. No patient complications have been reported as a result of this event.